Event description:
The consumer reported that stimulation felt too high. The patient had been out to see the healthcare provider and turned stimulation up on (B)(6)-2016 and did not turn it down before going to bed and on (B)(6)-2016 she started feeling that stimulation was too high. When she went from upright to laying positions she gets the surge and it was so irritating. The patient reported having headaches that she believed were caused by high stimulation. The patient tried turning down stimulation but her programmer didn't work. The patient stated that she would wait for her help to come to her house to help her decrease the stimulation. The change in therapy or symptoms was considered sudden. The patient reported that she was in and out of hospitals with the permanent implant. Further information received from the consumer reported that the issue with the stimulation too high and headaches had been resolved. The patient had gotten a new programmer to resolve the issue. The indications for use were failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the patient reported the headaches she was having were gone. She also indicated that the hospitalizations were "not really" related to her device or therapy. After the device was put in, the following thursday she went to the hospital because she was not feeling well, "like I wasn't waking up from the anesthesia" used during the implant. It turned out that she had an enzyme in her blood related to her heart that was elevated and learned she had 30% blockage of two coronary arteries. She noted they were not going to do anything about it, just keep an eye on things. She was surprised, but it was a blessing in disguise and stated it was not caused by the stimulator.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.